Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the 4193 lead had high impedance that triggered a carealert carelink transmission. A lead fracture was suspected and impedance measured high. The lead was spliced and remains in use. The 6936 was shown to have high current use. This lead also remains in use. No patient complications have been reported as a result of this event.